Event description:
Microline endocut scissor tip would not cut x 2 tips with same lot numbers. Dates of use: (B)(6) 2016. Diagnosis or reason for use: laparoscopic cholecystectomy. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: no.